Manufacturer narrative:
The reported event of failure to interrogate via bluetooth (ble) telemetry was confirmed. Final analysis found the cause of the loss of ble telemetry to be consistent with a ble circuitry anomaly. No other anomalies were found.

Event description:
It was reported that during device preparation, the implantable cardioverter defibrillator failed to be interrogated via bluetooth telemetry. The device was not used. There was no patient involvement.

Event description:
It was reported the device was subject to the ble malfunction field action issued by abbott on (B)(6) 2022.